Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the issue. The rse guided the customer through rebooting the alarm reflection master to resolve the issue.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that rooms are not registering the alarms from other rooms in the same caregroup [bed-to-bed overview]. The device was in clinical use on a patient. No adverse event was reported.